Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is possible the burn on the forceps elevator was caused using a high-energy instrument without maintaining sufficient distance from the tip may have caused the scissor base to burn. Regarding the peeled adhesive around the objective lens and light guide lens, the most probable cause of the issues is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had a burn on the forceps elevator and the adhesive around the objective lens and light guide lens had peeled. There was no patient involvement.